Event description:
Procedure: gynecology. Reportedly, the product was applied on the pt in 2003. The pt is currently reporting vaginal pain with no indication of injury. There has been no report of further surgery.